Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints reported from this lot. The investigation determined that the reported material rupture was likely due to case related circumstances. It is likely that the pinhole material rupture occurred due to interaction with the anatomy or associated devices during use. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a percutaneous intervention was performed on the right mid superficial femoral artery, moderately calcified lesion. An armada dilatation catheter advanced without issue and the first inflation was performed for about 30 seconds at 6 atmospheres when the balloon burst. The device was removed without issue. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.